Event description:
A presentation at a symposium titled "stimulation du nerf vague - experience rennaise" by dr (B)(6), unite van gogh at chu rennes was reviewed. The presentation indicated that the patient had high impedance on system diagnostics with a subsequent increase in seizures. X-rays were within normal limits. The patient underwent vns revision surgery in (B)(6) 2013. The presentation indicated that a patient passed away from sudep (MFR. Report # 1644487-2015-04409) the presentation indicated that a patient experienced asystole in the or (MFR. Report # 1644487-2015-04408). The presentation indicated that a patient experienced high impedance (MFR. Report # 1644487-2015-04411). The presentation indicated that a patient experienced high impedance (MFR. Report # 1644487-2015-04353). The presentation indicated that a patient experienced high impedance (MFR. Report # 1644487-2015-04354).

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.